Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was replaced on (B)(6) 2017 due to the impedance was out of range. The patient was stable and had no affect from the event. The patient was discharged per normal protocol.